Manufacturer narrative:
No unexpected no delivery alarms or motor error alarms noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed displacement test, rewind test, basic occlusion test, and motor test. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and broken belt clip slot.

Event description:
Customer reported that her blood glucose was over 600 mg/dl. Customer stated that her insulin pump was not working correctly. She stated that her insulin pump was alarming motor error when she was trying to deliver a bolus. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).